Manufacturer narrative:
The complaint was on the atrial lead; not the right ventricular lead.

Event description:
The atrial lead exhibited low lead impedence.

Manufacturer narrative:
(UDI)di:(B)(4).

Event description:
It was reported that during an associated lead removal, the right ventricular lead exhibited low lead impedance. The lead was not used. Another lead was implanted successfully. There were no adverse events and the patient was good post procedure.